Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician was unable to hear a beeping sound with the use of a magnet even with a stethoscope. Boston scientific technical services (ts) advised to have a device interrogation. Attempts to obtain additional information was made but were unsuccessful. No adverse patient effects reported.